Event description:
An attempt was made to use a endeavor resolute (rx) drug eluting stent to treat a lesion located in the lcx exhibiting 90% stenosis, severe calcification and tortuosity. During the surgery, the lesion was pre-dilated with 50% remained after pre-dilatation. It is reported that the endeavor resolute device failed to cross the lesion and was noted to be deformed after removal from the patient. The device had been prepped prior to use as per IFU with no issues noted . No reported patient complications or clinical sequelae. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patients condition affected the effectiveness of the device- (90% stenosis, severe calcification and tortuosity). Inherent risk of procedure - (stent deformation). No results available since no evaluation was performed - (device or procedural images were not returned for review). (No device returned for evaluation). Conclusion results: device failure related to patient condition - (90% stenosis, severe calcification and tortuosity). Known inherent risk of procedure- (stent deformation). Unable to confirm complaint - (device or procedural images were not returned for review). (B)(4).